Event description:
The field engineer reported that some of the cine images were missing. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.